Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow alarms. Although a specific cause for these events could not be determined through this evaluation, the account reported that they were due to the patient¿s cardiac arrythmia and hypotension. A specific cause for the reported ¿thumping¿ feeling in the patient¿ chest could not be determined. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The controller event log files collectively contained events from (B)(6)2024. Low flow alarms were captured on (B)(6) 2024, which were associated with elevated pi values. No other notable events or alarms were captured, and the pump appeared to function as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the events; however, no further information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. C and the heartmate 3 patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrythmia and right heart failure, that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses pump parameters, including pump flow and pulsatility index. In reference to pi, the IFU states that the pi calculation represents cardiac pulsatility. Pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. Section 6 of the IFU, ¿patient care and management¿ (under ¿right heart failure¿), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Section 1 of the IFU and section 6, ¿patient care and management¿, instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provide information on system alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient continued to complain of episodes of almost passing out which had increased in length and severity. The patient had a low flow alarm on 07jul2024, multiple on 08jul2024, and two more after saving the data on 08jul2024. During the periods of the low flow alarms, the pulsatility index (pi) increased to the double digits. Interrogation of the patient's pacemaker, as well as retrieval of an echocardiogram (echo) were planned for 08jul2024. Following review of the log files, it appeared there were a couple low flow events the morning of 08jul2024 with flow noted as low as 2.0 lpm. An additional set of log files was submitted for review on 12jul2024 after the patient transferred hospitals to troubleshoot ventricular assist device (vad) problems. Following review of the log files, it appeared that there were multiple pi events captured occurring on 12jul2024 from 7:35:15 to 8:08:18. It was reported that arrhythmia and hypotension were the cause of the low flow alarms/pi events. No cause was able to be identified for the thumping sensation. It was reported the patient was beginning the workup process for a heart transplant.

Event description:
It was reported that the patient complained of intermittent episodes of dizziness and lightheadedness several times per day. The patient also stated that they felt a thumping sensation in their chest when the episodes occurred. There were no low flow alarms, however the pulsatility index (pi) ranged from 1 to 11. The blood pressure (bp) and volume were at goal. The patient underwent implantable cardioverter defibrillator (ICD) interrogation, which revealed no arrythmias. A two week wearable heart monitor was placed and an echocardiogram was completed on 11jun2024. The left ventricular internal diastolic diameter (lvidd) measured at 6.8 cm. The right ventricular (rv) function was moderately to severely reduced, the aortic valve (av) was closed, and there was no aortic insufficiency (ai) present. The mitral and tricuspid valves operated as normal, but the inferior vena cava (ivc) was mildly dilated. There were some periods of pi events throughout the log file but were considered routine.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.